Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 22ga x 1in leakage at catheter junction. The leakage of between cannula and hub of the catheter.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current controls, there are outgoing and in-process visual inspections in place to check for catheter adapter and tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage. As no photo or sample was returned, actual root cause could not be established.

Event description:
The leakage of between cannula and hub of the catheter.